Event description:
Patient was revised to address a varus-malpositioned femoral component, which was causing pain. (Left knee).

Manufacturer narrative:
The device associated with this report was not returned. The product code and lot code required in retrieving the device history records for reviewing and searching the warsaw and international complaint database were not provided. Patient x-rays were not available for examination. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the inability to confirm the reported device mal-positioning or identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.